Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the caller stated they took x-rays and the implant placement doesn't look normal to them, caller said it is like it is sitting sideways above the right pelvis right above the crest. Caller said the x-ray shows the implant in profile and the caller said they feel it is above the right buttock but are going to check with the MRI physicist. Caller stated the patient also noted that the device takes forever to charge and loses charge quickly - caller suspects patient was referring to the communicator. Agent did not collect communicator s/n as this was not related to reason for call. Agent reviewed MRI information with the caller. The patient was redirected to their healthcare provider to confirm ins placement.